Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated water damage to insulin pump due to hair line crack on it. The customer stated that they received open book image on insulin pump display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube, corroded motor home switch, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. The p-cap does lock properly.